Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, patient reports air bubbles appear not right when she fills the insulin cartridge but after she inserts the insulin cartridge and is using it. Patient states the air bubbles are a little bit bigger than carbonation bubbles. Patient reports there are air bubbles sometimes throughout the insulin cartridge. Advised to tap the insulin cartridge to bring all the air bubbles to the top of the cartridge. Had the customer disconnect and go through the remove the cartridge process. Advised to always prime and watch to make sure all the air bubbles move their way out of the infusion tubing. She stated the air bubbles appeared after the insulin cartridge was in the infusion device and being used. Patient reports she was able to get all of the air bubbles out of the insulin cartridge and infusion tubing. During call back on (B)(6) 2009, patient states the air bubble issue has resolved. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.